Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, it was reported that the patient was confused, but conscious, and had a hard time to responding to questions. The patient´s sister gave the patient some sugar. No blood glucose reading was taken during the event and no cgm reading was reported, but the reporter states that the cgm reading must have been inaccurate as the patient was showing hypoglycemic symptoms. The patient stabilized after the treatment and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.